Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hematoma and anemia are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are possible adverse events with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported that this was a vessel closure of an unknown vessel using a proglide and a non-abbott device for closure relative to transcatheter aortic valve implantation (tavi) procedure. Reportedly, a proglide and non-abbott device were used to achieve hemostasis at the access site. Post procedure, the patient's hemoglobin decreased due to hematoma noted in the right groin after the procedure. Surgical intervention was used to treat the patient resulting in an unplanned in-patient hospitalization. Use of an oral anticoagulant was interrupted. Subsequent to filing the initial report the following information was provided: it was reported that this was a vessel closure of an unknown vessel using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a proglide and non-abbott device were used to achieve hemostasis at the access site, yet hemostasis was not achieved. The patient's hemoglobin decreased due to hematoma noted in the right groin. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical study patient ID: (B)(4). It was reported that this was a vessel closure of an unknown vessel using a proglide and a non-abbott device for closure relative to transcatheter aortic valve implantation (tavi) procedure. Reportedly, a proglide and non-abbott device were used to achieve hemostasis at the access site. Post procedure, the patient's hemoglobin decreased due to hematoma noted in the right groin after the procedure. Surgical intervention was used to treat the patient resulting in an unplanned in-patient hospitalization. Use of an oral anticoagulant was interrupted. No additional information was provided.